Event description:
Caller reported an alarm 9 issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller was instructed by technical support to reload the original cartridge onto the pump, and successfully resumed insulin delivery.